Event description:
It was reported that during removal of the catheter resistance was encountered and the physician put tension on the catheter and applied a clamping device 1" away from the skin. He pulled and the catheter snapped. A small incision was made and a piece of catheter 2" in length was removed. There were no add'l complications.